Manufacturer narrative:
The t:slim g4 user guide states: your t:slim g4 pump is watertight to a depth of 3 feet for up to 30 minutes (ipx7 rating), but it is not waterproof. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer wore the pump in water and a malfunction alarm occurred. Customer's blood glucose level was 286 mg/dl. Although requested by tandem technical support, a backup method of therapy was not provided by the customer.